Event description:
It was reported that during a diepflap procedure, the device scissored clips and damaged vessels. The vessel was repaired by an unk method, case was completed. There was no adverse pt consequence reported.

Manufacturer narrative:
The msm20 instrument (a) was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to mfg specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The msm20 instrument (b) was returned in godd physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to mfg specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record was performed and no anomalies were found during the mfg process.